Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions of use of the device, infection is a known possible risk of use of the device. The explanting physician does not know what caused the infection, and per follow-up with the implanting physician, no additional information regarding the infection is available. Patient called the office and left a voicemail informing them that they think they have an infection. Office has tried reaching out to them numerous times and has not heard back. (B)(4).

Event description:
Reporter confirmed that a patient's pump was explanted due to infection. The patient was initially hospitalized for the infection, which showed redness, inflammation, and pus/discharge at the pump site and at the side incision that was created to tunnel the catheter. The patient reported headache and weakness prior to hospital admission. Device was discarded after surgery.